Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Dealer is stating that the unit has no alarm, and unit is not working.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to an independent repair center for evaluation. The result of the evaluation was that the power switch short circuited, causing the alarms not to function, which confirmed the original complaint issue.

Event description:
Dealer is stating that the unit has no alarm, and unit is not working. Per the independent repair center, the reason for repair is the unit alarm is not functional. The key failure is the power switch has a short circuit.